Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having charging issues since like the beginning of (B)(6) 2024. Patient stated the controller charges intermittently and reported both the ac power supply and recharger cords have been hard to plug in and out lately. Patient added that when they can finally get the controller charged and attempt to charge the implant, they have to keep playing with the recharge cord. Patient noted there have been two times they had to go to the hospital because they were in so much pain due to the charging issues. Patient confirmed this was due to not being able to charge the implanted neurostimulator and having pain as a result. Agent asked patient to inspect controller port for damage and patient stated one of the connector pins looked like it was bent. The issue was not resolved. An email was sent to the repair department to replace the controller.

Event description:
Mdt rep stated patient is still having issues recharging implantable neurostimulator (ins) despite receiving replacement controller. Caller stated that ins is dead and initiated passive recharge cycle and were able to obtain antenna locate number of 95 but a few minutes into it, they received "recharger problem" message. Caller didn't see any physical damage to recharger. Tss sent request to repair to replace recharger.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.